Event description:
It was reported that the customer experienced a significant discrepancy between her blood glucose and the readings on her sensor. Her blood glucose was at 155 mg/dl and the sensor read 305 mg/dl. After the insulin pump information was reviewed, it was shown that a calibration was performed while the customer was experiencing a high blood glucose. It was also reported that the customer received a calibration error and it was explained to the customer not to calibrate for an hour with another stable reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.